Event description:
Healthcare professional (hcp) reports two incidents of a pt reaction with the psn 170 dialyzer for the same pt. Per hcp, upon initiation of treatment pt experienced shortness of breath, wheezing, reduced responsiveness, hypotension, nausea, and oxygen desaturation. Treatment was stopped and blood was not returned to the pt with an unreported amount of blood loss. Pt was administered one actuation of albuterol (0.83%), benadryl 50 mg, epinephrine .5cc subcutaneously. Solu-cortef 100 mg, and oxygen via nasal cannula, then via mask (amount adminstered unknown). Pt was hospitalized for a 24 hour observation past allergic response. Treatment was completed at a later date with a membrane of a different type without incident. The second incident occurred on an unknown date prior to the date of this event. The pt complained of nausea and vomiting. Per hcp no medical intervention was administered for this incident.